Event description:
The sales rep has reported on behalf of the customer that while reaming the acetabulum there was an alleged sudden failure of the reamer shaft at the joint with the quick coupling. The sales rep has reported that this allegedly caused the instrument to make contact with the customer and allegedly caused a deep, 8mm laceration above the customers left eyebrow which required 2 sutures. It was further reported that the surgery was delayed by 15 minutes, meaning more anaesthetic was administered to the patient than was initially planned.

Manufacturer narrative:
Reported event: an event regarding injury to the user due to instrument fracture involving an acetabular reamer handle was reported. The event of device fracture was confirmed. Device evaluation and results: the returned acetabular reamer handle showed signs of wear and had scratches and nicks throughout. Visual inspection was performed by the vendor, (B)(4), stated the tip for the power adaptor was broken, confirming the event. Evaluation performed by the supplier indicated the device fractured in torsional overload. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: no discrepancies were reported. Complaint history review: there have been no other similar events for the referenced lot. Conclusions: evaluation performed by the supplier stated the device failed in torsional overload and no manufacturing discrepancies were observed. The supplier further noted that manual surgical instruments have a limited life span which is influenced by wear and damage incurred by the device with cyclic use. No further investigation is required.

Event description:
The sales rep has reported on behalf of the customer that while reaming the acetabulum there was an alleged sudden failure of the reamer shaft at the joint with the quick coupling. The sales rep has reported that this allegedly caused the instrument to make contact with the customer and allegedly caused a deep, 8mm laceration above the customers left eyebrow which required 2 sutures. It was further reported that the surgery was delayed by 15 minutes, meaning more anaesthetic was administered to the patient than was initially planned.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.